Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluation is currently underway. Review of the downloaded data does not indicate any device malfunction contributing to the event. Based on the available information, there is no evidence to suggest that the lifevest caused or contributed to the patient's death. Belt sn (B)(4) has not yet been recovered from the field. Review of the downloaded data does not indicate any device malfunction contributing to the event. Based on the available information, there is no evidence to suggest that the lifevest caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017. The patient was in the hospital with nurses nearby. Resuscitation was attempted; however, the patient subsequently passed away. A 150j treatment was delivered at 15:14:10. The rhythm after the treatment was sinus rhythm at 65 bpm with pacs degrading to asystole. Asystole is considered a non-treatable, non-life sustaining rhythm. The electrode belt was disconnected at 15:34:48. There is no device malfunction that caused or contributed to the patient death.